Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm and in the last 3 weeks, she has seen the numbers jump every time she starts to prime. Customer's blood glucose level was high at 370-400 mg/dl. Customer corrected with manual injections. Customer did not want to troubleshoot at this time. Insulin pump will be replaced no further assistance needed.